Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed button. Customer stated he was wearing the device early on his collar while he was sitting by the river. Customer was currently camping and he didn't know his blood glucose level. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He declined to return the device for further analysis as he was in the process of getting an upgrade.